Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The device failed to meet its specifications. There was no patient involvement. There have been no adverse events sustained as a result of the issue. On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the air gas module and pressure transducer board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module was returned for further investigation but the pressure transducer printed circuit board was not. The device's logs were not provided for further analysis. The air gas module was placed in a ventilator for simulated use testing; a large leakage due to nozzle unit was observed, a visual inspection show a damaged o-ring on top of the nozzle unit, this is not the source of the reported error since the leakage is large and loud. The o-ring is replaced to further analysis. The ventilator failed the internal leakage test during puc (3x), and ventilation was performed during 24h without deviation. The ventilator failed the internal leakage test during puc even at the end of the simulated ventilation. A mechanical test on the nozzle unit reveals a sticky membrane by applying and releasing mechanical force to the nozzle spring. During the release phase, a delay was observed, indicating a sticky membrane. A new simulated use test was performed in a ventilator with the returned air gas module but with a reference nozzle unit, the ventilator passed 3 pucs confirming that the cause of the reported issue was due to the nozzle unit and its sticky membrane. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It is used to regulate the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get momentarily stuck to the membrane while being pressed onto it, thus causing a delay in release. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. This part was not returned and is probably not involved in the reported issue. Our conclusion is that the reported issue was reproduced; we found that the membrane in the air gas module's nozzle unit was sticky and is the cause of the reported error. The reason for the stickiness is unknown; therefore, no definite root cause can be established. The lot number (lot 23 15) on the gas module filter indicate that the preventive maintenance has probably been executed in accordance with the prescribed instructions, meaning that the nozzle unit most likely has been replaced during the annual preventive maintenance or after 5000 hours of operation. Consequently, the cause of the stickiness is early wear of the membrane. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).